Manufacturer narrative:
Classification codes: kwq, mnh, mni, nkb. Date reported in error no way to know when screw and bone was compromised. Concomitant device reported in error; no concomitant device.

Event description:
This report is for an unknown spine part. This report is 7 of 10 for (B)(4).

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be requested.

Event description:
Pt status post posterior lumbar fusion l5-s1 implanted (B)(6)-2011 returned to different surgeon complaining of severe pain. An x-ray showed a screw was compromising the foramen, level unk. Pt was revised on (B)(6)-2011 with surgeon noting the entire construct needed to be removed as the implanting surgeon compromised the bone area. Surgeon removed 4 locking caps, 4 screws and two rods. As surgeon was removing the locking caps two t-25 stardrive shafts stripped. The removal was completed with the surgeon not revising the pt to any hardware. Surgeon noted pt does not want additional surgery. This is seven of ten reports for this event.